Event description:
Patient was admitted to (B)(6) hospital on (B)(6) 2007 for a possible drug overdose. He was found to have a subarachnoid hemorrhage. On (B)(6) 2008, his blood cultures returned positive for serratia marcescens.